Event description:
Customer alleges the rollator is cracked on both sides of front support bar by casters, both casters are bent underneath and cracked at fork. No injury alleged.

Manufacturer narrative:
Consumer is a female whose age, height and weight are unknown. The dealer stated that the front support bar is cracked on both sides and both casters are bent underneath the rollator and cracked at the fork. No injury or medical intervention alleged.